Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was damaged and the proximal coil fractured at 27.4 cm from the connector end as a result of clavicular crush. The damage to the coil which resulted in an open circuit would account for the reported capture and sensing anomalies.

Event description:
It was reported that the right ventricular lead exhibited capture, sensing and insulation anomalies. The lead was re- moved and replaced.